Event description:
An inflammatory mass was reported. The patient experienced a burning sensation, change in gait, leg weakness, loss of bladder control, and loss of bowel control. The symptoms worsened significantly following the last refill on (B) (6) 2010. It was unk if a procedure caused the problem. The patient was hospitalized on (B) (6) 2010 and surgery was scheduled for (B) (6) 2010. The patient's status was reported as "serious." Intrathecal drug prescription was confirmed as dilaudid 30mg/ml at 9.5mg/day and bupivicaine 40mg/ml at 12.6mg/day. Additional information has been requested from the hcp. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).